Manufacturer narrative:
A review of the pump black box revealed a cs 088 alarm. The ez-prime and 24 hour duration tests were successfully completed with no call service alarms being duplicated. The pump cover was removed and there was no evidence of internal moisture observed. There was no damage to the internal components or printed circuit board found. The complaint was confirmed in the pump history but not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.